Event description:
The physician tried to puncture the mass at 1st session. But the needle luer lock couldn't be fixed at all. So he withdrew the needle right away and changed another needle and case finished successfully. 18 july 2024 returned product notes: needle removed from the device and break below sheath extender observed. Patient outcome: did any section of the device remain inside the patient body? No did the patient require any additional procedures due to this occurrence? No did the product cause or contribute to the need for additional procedure(s)? No were there any adverse effects on the patient due to this occurrence? No did the product cause or contribute to the adverse effect(s)? No patient/event info - notes: 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas a. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 3. Please describe the size of the intended target site. 2cm 4. If not with the device in question, how was the procedure performed and/or finished? The physician changed another procore 20g needle 5. Was the device used in a tortuous position? No 6. Are images of the device or procedure available? No 7. Was the device damaged in packaging before removal? Nurse already checked. 8. Was the device damaged on removal from packaging? No 9. Was force required to remove the device? No for complaints occurring during use (once in contact with endoscope) also ask: 10. What is the endoscope manufacturer and model number that was used? Olympus , gf-uct-260 11. Was he scope recently serviced / repaired? No 12. Was resistance felt while inserting the device through the scope? No 13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? 14. Was the syringe used during the procedure, after the stylet was removed? N/a 15. Was difficulty experienced while retracting the needle? N.a 16. Was it possible to fully retract before removing the needle from the patient? N/a 17. Was gaining access to the target site difficult? N/a 18. Was the endoscope in a flexed or twisted position at any time during the procedure? No 19. Was puncture of the target site difficult? =no 20. Was the stylet partially removed when advancing into the target site? No 21. How many samples were obtained with this needle? One sample was obtained. 22. Did any section of the device detach inside the patient? No 23. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a 24. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No 25. Was there difficulty in attaching or detaching the device of the leur lock to the scope? Yes, it was. Attachment was impossible. 26. If the device is a procore, is the kink located distally at the notch / core trap? No.

Manufacturer narrative:
PMA/510(k) # k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to completion of the investigation on 16 sep 2024.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 1 unit of lot number c2076042 of echo-hd-3-20-c was returned for evaluation, opened not in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 15 july 2024. Visual inspection: stylet returned separately to the device, kink below sheath extender observed, distal end of needle examined, and break observed approx. 4cm from tip of sheath (ipe of ruler (ipe0402)) mlla examined and observed to be slightly off-center. Functional inspection: sheath extender able to retract fully but unable to advance pass kink below sheath extender, needle able to advance and retract with difficulty. Needle removed from the device and break below sheath extender observed, this file was opened from the original complaint, (B)(4), to capture the distal needle break observed in the original lab evaluation of (B)(4). This file is related to several other complaints. (B)(4) which captures the luer lock difficulties of the echo-hd-3-20-c from the original procedure. (B)(4) investigates the proximal needle break of the echo-hd-3-20-c observed in the original lab evaluation of (B)(4). Manufacturing records: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c device of lot number c2076042 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the echo-hd-3-20-c device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2076042. Instructions for use and label: the notes section of the instructions for use (ifu0077), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0077) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the distal part of the needle breaking due to device handling when the needle was outside the patient during the process of removing the specimen. It is likely that the needle became damaged while expelling the sample and therefore broke off. Additional information received in the patient/event info - notes under q.22 confirmed that no section of the needle detached inside the patient. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, distal needle break. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the distal part of the needle breaking due to device handling when the needle was outside the patient during the process of removing the specimen. It is likely that the needle became damaged while expelling the sample and therefore broke off. Additional information received in the patient/event info - notes under q.22 confirmed that no section of the needle detached inside the patient.